Event description:
The customer reported the system lost its calibration and amperage. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The igbt module was replaced. The system was then found to be working as intended.